Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11h27011, h11f22123 and h11e28031 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.

Event description:
This report was received from (B)(4) and is a spontaneous report from a consumer with supplemental information by a nurse in (B)(6) of peritonitis and fatal stroke in a patient coincident with dianeal unknown, dianeal pd4 ambuflex, and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). On an unreported date, the patient discontinued dianeal therapies. On (B)(6) 2011, the patient began hemodialysis. Hemodialysis was ongoing until the time of death. During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient experienced peritonitis, which did not require hospitalization. The cause of peritonitis was unknown. Treatment included vancomycin and tazocef ip (start date, dose, and frequency not reported), which was ended on (B)(6) 2011. On (B)(6) 2011, the patient experienced a stroke and was hospitalized on the same day. Treatment was not reported. On (B)(6) 2011, the patient was discharged. On (B)(6) 2011, the patient died. Follow-up with the nurse revealed the patient was performing hemodialysis with a non-baxter product. The cause of death was not related to a baxter product. No further information was given at this time.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. This is report 1 of 4 involved in this peritonitis incident. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.